Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.0/+4.0/085 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault, significant reduction of irido-corneal angles (ica), and unreactive (fixed) pupil. The problem is resolved.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn. (B)(4).